Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73f1600352 was manufactured on (B)(4) 2016 a total of 18,000 pieces. Lot was released on 06/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the packaging is severely malformed. However, the sterile barrier is still properly sealed. All staplers are 100% inspected at manufacturing. It is unlikely that this type of damage was present when the sample left the manufacturing facility. Therefore, the packaging appears to have been damaged during shipping/handling. A corrective action is not required at this time as the packaging appears to have been damaged during shipping/handling. The reported complaint of "inner packaging is dented" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is severely malformed. However, the sterile barrier is still properly sealed and the stapler does not appear to be other remarks: damaged. All staplers are 100% inspected at manufacturing. It is unlikely that this type of damage was present when the sample left the manufacturing facility. Therefore, the packaging appears to have been damaged during shipping/handling after it left the control of teleflex. No result code available that could accurately describe that it appears damage occurred during shipping/handling.

Event description:
It was reported that the inner packaging is dented. There was no patient involvement.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the inner packaging is dented. There was no patient involvement.